Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was from hub. The infusion set was in use for 1minute. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2304856. The batch 6010109, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6010109 was manufactured according to the work instruction (wi) version 118 and manufactured in the line 10, on 07/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05987 was manufactured according to the form version 2 and manufactured in the machine itl03, on 05/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.